Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during a right eye trabecular microbypass stent system procedure, the surgeon was unable to implant the second stent which was removed intraoperatively using forceps. During a postop examination on the following day, the surgeon noticed the implanted stent had dislodged from the trabecular meshwork (tm) and observed in anterior chamber (ac). Through follow-up, it was confirmed that the stent was removed from the patient¿s eye postoperatively and replaced with two (2) stents of the same model successfully. The patient¿s prognosis was reported as ¿good condition¿ with no problem with corneal endothelium and postoperative intraocular pressure. The adverse event resolved.

Manufacturer narrative:
Evaluation of the return was completed. There was no injector returned with the rest of the product; therefore, product evaluation on the actual injector could not be performed. One (1) stent was returned in a gel pack and it was found to be damaged. The damage was likely occurred while removing the stent from the eye. The root cause of the reported issue could not be conclusively identified. Without examining the injector involved in the reported event, the nature of the failure mode could not be conclusively determined. MFR# reference: (B)(4).